Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of catheter break. Imdrf device code a0501 captures the reportable event of balloon catheter tip detached.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. Dilation of the cbd went as expected with no issues but, during withdrawal of the catheter, the catheter broke into two pieces at the distal end, proximal to the balloon and detached into the patient's ampulla. The physician removed the catheter, without the balloon attached, and retrieved the balloon with an alligator grasper. The procedure had already been completed with the original device at this time. There were no patient complications reported as a result of this event. Note: a photo of the device was provided by the customer. The photo shows the device outside of the patient and the catheter is broken into two pieces. The detached piece includes the tip and the balloon.